Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to loss of rv capture. The lead remains implanted at this time. Should additional information become available, this file will be updated.